Event description:
It was reported that the customer was hospitalized due to high blood glucose of 441 mg/dl. Troubleshooting was performed.t he time, date, and settings were correct. Assisted the caller to run the fixed prime test and insulin did exit. Checked the infusion set and reservoir, they have a bad connections, and it was also occluded. Two days later after being released, the customer called back to continue testing. The customer stated that he received multiple no delivery alarms. Performed the high pressure test and passed. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.